Manufacturer narrative:
Device history record review shows no non-conformances associated with this manufacture lot. Additional review shows fatigue testing of sample needles from this lot confirm with 95% confidence that 99.9% of the needles in lot 1270136 will pass a minimum of 24 cycles. Visual inspection of the device shows some slight bending in the needle blade consistent with the blade coming in contact with something hard or passing through tougher tissue. There is a slight reverse bend shown. Where the returned needle was already broken a functional inspection was not done. A sample needle from manufacture lot # 1270136 was tested by passing #2 force fiber suture through worst case simulated tissue. The needle passed the suture successfully through the worst case simulated tissue 6 times with no issues. The needle was then dry cycled through the suture passer an additional 24 times with no issues. This is a known failure mode addressed in the risk management file for this product, and does not exceed expected occurrence rates. Occurrence rates are monitored for trends. The statement in the alleged problem "the tissue felt rather tough and the needle was bending slightly prior to snapping" and the visual slight reverse bend suggest the probable root cause as the needle being passed through tougher tissue which caused the needle to bend then break.

Event description:
The scrub nurse reported to the rep that a needle had broken during a cuff repair. The particle entered the operative site. The patient had an xray which proved inconclusive. It is unknown whether the broken particle remains within the patient. The surgeon commented that the tissue felt rather tough and the needle was bending slightly prior to snapping. A second item of the same type and lot was on hand to complete the surgery after some delay. Country of event: (B)(6).